Event description:
The protege everflex stent was placed on .035 wire through a 6f sheath. The protege everflex stent became stuck on the wire when being delivered to right tpt. The stent could not be delivered to lesion and the wire and stent had to be removed together. As a result, the patient was not able to be treated. The patient will be brought back for treatment.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.